Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique further specified as the patient's cat bit chewed on the supply line. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp)?s cat had chewed through the supply lines during dwell on a homechoice (hc) machine. The technical service representative (tsr) assisted the hp in ending therapy. The hp was going to skip therapy for the night. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.